Event description:
It was reported that when a patient presented in clinic for routine follow-up, the battery was observed to be depleting faster than normal based on past longevity estimates. The monthly battery voltage trend showed more rapid decline within the last year. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.